Manufacturer narrative:
There is no indication the troponin I (access accutni+3) reagent was returned for evaluation. The customer completed a system check and the results passed with published performance specifications after obtaining the non-reproducible access accutni+3 result . No hardware issues were identified as contributing to the reported event. The customer stated the cause of the event may have been a preanalytical sample handling error, however; no additional details were provided. In conclusion, although preanalytical sample handling may have contributed to this event, the cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result in association with the unicel dxi 800 access immunoassay system serial number 602114 for one (1) patient. The sample from the patient was reanalyzed twice using the same unicel dxi 800 access immunoassay system and lower results, above the assay's normal reference range were obtained. Refer to the attached patient data summary table for details. The customer stated the non-reproducible access accutni+3 result was not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 result. Quality control (qc) recovered within the customer established ranges prior to the event. The sample was collected in a 13x100 mm red top tube and aliquoted in to an alternate tube for testing. The sample was centrifuged for ten (10) minutes at 3000 revolutions per minute (rpm) at room temperature. No sample integrity issues were reported by the customer.